Event description:
It was reported that the coude catheters did not have drain holes in the tips. It was noted that the patient had been using the product for less than 90 days. As per the follow up done by the liberator to the customer on 23nov2021, the patient stated that catheters were missing from the order. Also stated that there should have been 12 catheters, but there were only 4 catheters.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required because a review of the label could not have prevented this issue. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coude catheters did not have drain holes in the tips. It was noted that the patient had been using the product for less than 90 days. As per the follow up done by the liberator to the customer on (B)(6) 2021, the patient stated that catheters were missing from the order. Also stated that there should have been 12 catheters, but there were only 4 catheters